Event description:
Hill-rom received a report from a hill-rom tech found the brake steer casters were not staying engaged. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the brake and steer casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performs any other preventative maintenance on this beds. The tech replaced the brake and steer casters to resolve the issue. Based on this info, no further action is required.